Event description:
It was reported that the user experienced recurrent early-morning hypoglycemia with a documented glucose value of 53 mg/dl while using the ilet, despite consuming carbohydrates including ice cream and oral glucose; the user noted reduced appetite associated with mounjaro dose increase and recent initiation of infliximab, with no reported changes in activity or other medications. Symptoms included low glucose with urgent low and low-soon alerts. Outcomes included self-treatment with oral glucose without hospitalization. Troubleshooting and education were completed. Investigation included review of the reported event and user-provided history. Investigation of this case revealed no device malfunction reported or identified, and the event was consistent with hypoglycemia of unclear cause in the context of adjunct medications and reduced oral intake. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.